Event description:
Correction: the pm and ra lead were not explanted and are currently in use.

Event description:
It was reported that the patient presented remotely via merlin.net. Oversensing noise was noted on the right ventricular (rv) lead which resulted in pacing inhibition. A lead fracture was suspected. The patient was asymptomatic. The rv lead, right atrial (ra) lead, and pacemaker (pm) were explanted, and the rv lead was replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events of sensing noise and fracture were not confirmed. Only distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures; however, an internal shorting was noted between conductors due to procedural damage. Visual and x-ray examinations did not find any anomalies except for procedural damage.